Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient came into the emergency room after receiving 18 inappropriate shocks due to noise on the right ventricular lead. The patient's intrinsic rate was 200 bpm. The patient did not experience any symptoms other then the shocks. The noise was an isolated incident where the patient was working with an industrial freezer. There was no history of lead noise prior to this event. The lead remained implanted and the patient would be monitored.